Manufacturer narrative:
Evaluation method: x-ray. Evaluation summary: as received the sewing ring was cut off. Sections of the sewing ring were returned. At the outflow aspect, commissure 2 was exposed due to cuts in the sewing fabric. A cut was evident at leaflet 2 that measured to approximately 5mm. At leaflet 1 commissure 2, a tear was noted that also measured to approximately 5mm. Calcification was noted at the region of the tear. However, the tear may have been due to mechanical stress at explant, since there were evidence of mechanical damage at the region, such as the exposed commissure 2 and the cut at leaflet 2 at commissure 2. The valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins calcification was heavy at all three leaflets at commissures 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal to moderate at the stent outflow. Additional manufacturer narrative: device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to the explant, in addition to moderate host tissue overgrowth (pannus). Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization. The available information reveals nothing to indicate a device quality deficiency during manufacturing.

Event description:
It was reported that an edwards bioprosthetic valve was explanted after an implant duration of approximately 10 years due to aortic stenosis. Operative report indicates, "the patient is a (B)(6) male who underwent aortic valve replacement 10 years ago with an edwards lifesciences magna valve. He had done reasonably well. Recently, he had progressive heart failure and was transferred for definitive therapy." Operative findings indicate, "heavily calcified bioprosthesis. Ef 10% at the start of the case and improved to 30% postoperatively. Well-seated bioprosthesis, good function., no change in 2+ mr pre and post."

Manufacturer narrative:
Evaluation method: device evaluation anticipated, not yet begun. The device serial number has not been provided, and could not be traced; therefore, the device history record review could not be completed. The device evaluation results and conclusions will be reported once completed.